Event description:
An implantable pulse generator (ipg) system was returned from the fuller funeral home and cremation services with no information. Information identified in the online obituary indicated the patient died approximately four months post implant of the ipg system. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information via the funeral home were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant products: product ID: 5076-45 implanted: 2012 (B)(6); product ID: 5092-52 implanted: 2012 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: (B)(4). The device was returned and analyzed and no anomalies were found.